Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lad. The lesion exhibited 85% stenosis and severe calcification. The device was inspected prior to use with no issues noted. The target lesion was pre-dilated once but the endeavor resolute could not pass the lesion. The physician removed the stent. No patient complications reported. The endeavor resolute was returned for evaluation and it was noted that the stent was deformed. Evaluation summary: the distal tip was flared. A number of struts on the 7th and 8th proximal segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited 85% stenosis and severe calcification). Deformation problem. (B)(4).